Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and low battery alert from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she changed the battery on her pump and needed assistance with programming it. The customer stated that she received a low battery alarm. The customer was advised on how to set up and time and date. The customer stated that she had symptoms such as headaches and vomiting. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.